Event description:
Rymeds caps broke. No known patient injuries. Nhrms had multiple evens of rymed caps breaking. No known patient injury. Manufacturing rep. Notified and involved in switching out the products. Refer to reference #s: mw5055298, mw5055299, mw5055301, mw5055302, mw5055303, mw5055304, mw5055305, mw5055306, mw5055307, mw5055308, mw5055309, mw5055310, mw5055311, mw5055312, mw5055313,mw5055314, mw5055315, mw5055316, mw5055317, mw5055318, mw5055319, mw5055320, mw5055321, mw5055322, mw5055324, mw5055325, mw5055326, mw5055327, mw5055328. See scanned pages.